Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6; photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the screw was observed to be broken at the shaft. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown 3.5mm cortex screw/unknown lot. The partial part number reported as 204.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent distal tibia revision surgery due to non-union and three (3) broken 3.5mm cortex screws in the plating construct. The existing 3.5mm locking compression plate (lcp) remained in place. The heads of the broken 3.5mm cortex screws were removed; however the removal of the screw shafts was not possible and there is no plan to remove the broken screw shafts. The patient was revised with lcp anterolateral plate and three (3) 3.5mm screws which are inserted along side of broken screw shafts. The procedure was successfully completed. The patient outcome is unknown. This report is for one (1) unknown 3.5mm cortex screw. This is report 4 of 5 for complaint (B)(4).